Manufacturer narrative:
Investigation of this report is currently in progress.

Event description:
On 08/29/2006, nellcor puritan bennett received a report where it was claimed that the pins that secure the flange to the tube separated. The caller reported that the flange separated from the tube. Replacement of the tube was required. The caller reported no adverse event or long term effect to the patient.